Event description:
During the procedure, the physician deployed the stent; however, a portion of it was positioned incorrectly. The device representative indicated that there were no defects or issues with the stent itself. The physician performed a wire exchange prior to advancing the stent; however, the guidewire inadvertently tracked into an unintended pathway. As a result, when the stent was deployed, it was not positioned as expected. The stent itself functioned as intended. Patient was reported fine. Can you clarify what exactly is meant in the description of event: ¿¿a portion of the stent was positioned incorrectly.¿ does this mean that a use error may have occurred and if so, what part of the IFU would this refer to? The physician performed a wire exchange prior to advancing the stent; however, the guidewire inadvertently tracked into an unintended pathway. As a result, when the stent was deployed, it was not positioned as expected. The stent itself functioned as intended. What was the target location for the stent? The intended target location for the stent is unknown, as the device was used off-label. What disease pathology was being treated? Unknown, as the device was used off-label. Was the device used percutaneously? Yes. What intervention (if any) was required? None. Was post dilation performed after the placement of the stent? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions